Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws.â â legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The unit was restarted and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for an issue that prevents effective mechanical ventilation in volume control ventilation (vcv) mode per 21 cfr 806 on 02-apr-2025. The FDA recall numbers are: z-1624-2025, z-1625-2025, z-1626-2025, z-1627-2025, z-1628-2025, z-1629-2025, z-1630-2025, z-1631-2025, z-1632-2025, z-1633-2025, z-1634-2025, z-1635-2025, z-1636-2025, z-1637-2025, z-1638-2025. Block a: no patient involvement.